Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator would not power up. This information was provided by a third party service center not a user facility as previously stated. Further information received from the third party service center states that the original complaint was caused by technician error due to incorrect reassembly during service. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.